Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc recovery was not at a stable level. There was a value out of the +/- 2 sd range within the range of the date of the event. The pre-analytical data did not indicate any issues. The field service engineer (fse) replaced the gear pump and needles. The new gear pump has a pressure of 300 kpa. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The reagent met specifications.

Event description:
The initial reporter received questionable lipc lipase colorimetric results for two patient samples tested on the cobas 6000 c501 module. On (B)(6) 2022, patient 1 had an initial result from the module of 257.9 u/l. The first repeat result from the module was 170.5 u/l. This result was reported to the patient. On (B)(6) 2022, patient 2 had an initial result of 187.3 u/l. The first repeat result was 82 u/l. The second repeat result was 78.2 u/l. The reagent lot number is 64288001 with an expiration date of 31-mar-2023.